Manufacturer narrative:
Currently, t is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 50 to 400 mg/dl and treated with the pump. Customer declined high blood glucose troubleshooting. No further details provided.